Event description:
After coil detachment, it was reported that the catheter tip separated. No pt injury reported.

Manufacturer narrative:
Evaluation of the returned device confirmed that the distal tip/marker band was not present on device. Based on the investigation, the separation of the distal tip/marker band is likely to have occurred as a result of shaping the tip of the catheter.